Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the unit has a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery was not charging, which could cause the front panel lights not to illuminate upon start up, which may have been the reason for the reported issue of a "broken" display. However, the display itself did not have a malfunction, so the original complaint issue was not confirmed. This is no longer an FDA reportable event.

Event description:
Dealer is stating that the unit has a broken display.